Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump contained an unknown drug with an unknown concentration and dose. Indication for use was unknown. It was reported an empty pump alarm was occurring. The patient missed a refill. The hcp had access to a physician programmer. The event started ¿4-6 days ago¿. The hcp stated the patient was on fentanyl patches and narcotics. The hcp stated that he did not have a printout or his computer near to lookup patient information. No patient symptoms/complications were reported.